Manufacturer narrative:
(B)(4). Concomitant product(s): a 6307-00-021 natural-knee ii cr non-porous femoral, size 2, rt; 6201-08-909 natural-knee ii durasul cong art surf, size 1/2, 9mm, rt; 6307-01-220 natural-knee ii non-porous stemmed baseplate, size 2, rt. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies were found. Compatibility check noted no issues. Review of the complaint history determined that no further action is required. Per the package insert natural-knee® ii system, pain is a known potential adverse effects of the tka procedure. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05106, 0001822565-2017-05114, 0001822565-2018-00452.

Event description:
It was reported that a patient underwent knee arthroplasty on approximately seven years ago and has been experiencing pain since the procedure. The patient received a letter, that could not be provided, from zimmer indicating that there was a problem either with the patient's knee or the instrument used to perform the surgery.